Event description:
It was reported the patient had his artificial urinary sphincter removed due to unspecified reasons. A new artificial urinary sphincter consisting of a 4.0 cm cuff, pump, and balloon were implanted. Additional information received indicated the patient experienced recurring incontinence and urethral atrophy. The patient had a positive outcome following the replacement surgery.

Manufacturer narrative:
Model number/catalog number: 72404127, serial number: (B)(4), batch/lot number: 176493001, gtin: (B)(4), model/catalog description: control pump fgs iz, expiration date: 06/03/2018, manufacturer date: 06/03/2017. Model number/catalog number: 72400024, serial number: (B)(4), batch/lot number: 1000027562, gtin: (B)(4), model/catalog description: balloon fgs 61-70 cm, expiration date: 12/20/2022. Manufacturer date: 12/21/2017.

Event description:
It was reported the patient had his artificial urinary sphincter removed due to unspecified reasons. A new artificial urinary sphincter consisting of a 4.0 cm cuff, pump, and balloon were implanted.